Manufacturer narrative:
The sample was collected in a 5ml lithium heparin plasma tube, and was centrifuged at 5100 rpm for 3 minutes at room temperature. Qc level 1 failed in the morning of the event but passed upon repeat. Qc results of other levels were within the established specifications. A routine system check was performed on (B)(6) 2010 and the results were within the instrument specifications. Service was dispatched on (B)(6) 2010 for this event. A bci field service engineer (fse) performed a preventive maintenance. The fse cleaned the wash carousel and replaced the peri-pump tubing due to signs of wear. The fse performed a routine system check and a high sensitivity system check. All results were within the instrument specifications. The fse performed a 50 replicate precision run and it failed with high fliers. The fse adjusted pipettor alignment, tightened the wash pump belt, and reseated all connections on the fluidics manifold. The fse performed a 15 and 50 replicate precision tests. All results were within the specifications. The customer performed qc for all assays. No issue was noted. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result within risk stratification range generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.